Event description:
MRI of the brain, the diffusion sequence was a 12 direction dti applied immediately following localizers at the beginning of the protocol. The dti sequence was run under the guidance of the attending neuroradiologist. The child was sedated and sleeping. Approximately half way into the sequence, shortly after the diffusion gradients were applied, the child's arms and legs began to visibly twitch followed by full flailing of the arms and dislodging of the pulse oximeter. The tech aborted the sequence when instructed by the physician. The patient was assessed and reported to still be sedated and sleeping. No additional sedation was administered. The protocol was continued without the dti. A 3-direction i.e. Dwi was applied at the end of the protocol. In this instance, there were no discernable involuntary movement observed nor was the child awakened by the scan. Date of use: one day in 2007. Diagnosis or reason for use: MRI of the brain. Event abated after use stopped: yes. Event reappeared after reintroduction: no.